Event description:
Information received indicates the bed has no power.

Manufacturer narrative:
The technician found the ground wire disconnected from the ac power cord. The technician reconnected the ground wire to repair the bed.